Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field events of no obtainable measurements through the lead and suture sleeve anomaly were confirmed in the laboratory and were due to an electrical short in the lead from damage to the inner insulation. The inner insulation damage was caused by the proximal coil being squeezed into the distal coil. The root cause of the damage was the suture sleeve being tied down too tightly during the surgical procedure.

Event description:
It was reported that during implant the lead exhibited high out of range impedance and a high capture threshold. The physician repositioned the lead and the suture sleeve broke. The lead then exhibited no capture, no sensing, and no impedance measurements. The lead was not implanted.